Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -8.00 diopter was implanted into the patients right eye (od) on (B)(6) 2021. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a longer length toric lens and the problem was resolved.

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial with moisture and residue/debris on product. The returned product state damaged. Visual inspection found optic torn/split, haptic tor/bent. Unable to perform a inspection due to damage state of product. Claim# (B)(4).